Event description:
Repprt received of unrequested bolus delivery and no audible alarm tones prior to the device powering off. The device was programmed to deliver morphine, programming parameters were unspecified. The customer contact reported that the device display showed "57 demands and 7 deliveries". Reportedly, the patient stated that they had "not pushed the button to get any medication." The customer contact reported that the display then went blank, the nurse unplugged the device and plugged it in again, the settings were reportedly, "lost and all data was gone." The device did not sound an audible alarm tone prior to powering off. The device was removed from clinical use. There were no reported adverse patient effects. No medical interventions were required.